Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0552 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing (oversleeve portion) was unable to be engaged securely. No other information was provided. It was reported this occurred with four devices. This report addresses the third device.